Manufacturer narrative:
Date of submission 13-mar-2018 the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: the black box and alarm history showed evidence of consecutive ¿cs052/cs054/cs012¿ call service alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no ¿cs 012¿ alarms or any errors, alarms or warnings occurred during the investigation. The investigation was unable to duplicate the initial complaint. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board or to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue.

Manufacturer narrative:
Date of submission (B)(4) 2018.